Manufacturer narrative:
Data only goes back as (B)(6) when there was a recentration of the inlay. Corneagen's clinical kamra expert, dr. (B)(6), had details about the case including the following: "I happen to know of this case because I examined this patient. He originally had raindrop and then had kamra implanted. They have a significant history of refractive surgery and corneal manipulation. This was not an ideal candidate for implantation just based on pre-operative history." It is also noted that the patient had lasik retreat on the same day as the implantation, which is not suggested by corneagen. Given the evidence from the visual acuity and the need for recentration not until nearly 10 months post-implant, and the oils only being found after the recentration, it is not far-fetched to conclude that these negative effects may be due to improper procedures or not following corneagen procedures. This is only supported by the lasik retreat, which is not suggested by corneagen.

Event description:
Patient complained of decreased depth perception and worse vision after his reposition on (B)(6) 2019. At examination the it was discovered that the patient's eye had secreted oils on the inlay after his reposition.